Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately four months postoperative after the inflammation recurred a steroid medication was prescribed. Two day later, there was no inflammation observed during an exam. There was no bacterium inspection performed.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece and viscoelastic were indicated which are not qualified for use with the cartridge used. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the japanese market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. Expansion: on september 29, 2015 the (B)(6) voluntary recall was expanded to include acrysof® iq toric models (B)(4) based on an increased complaint rate for these models. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately four months postoperative the patient developed anterior chamber cells the patient symptoms recovered after the patient was treated with steroids and antibiotics. The surgeon described the event as non-infectious endophthalmitis. The inflammation was mild and steroid applications were effective.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in japan since mid-january 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the japanese market on 15-apr-2015 and surgeons in japan were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation. Ten days after the surgery , the patient experienced foreign body sensation. A steroid was prescribed after increased cell was confirmed. Seventeen days later, the symptoms were alleviated. Approximately five weeks later the symptom reoccurred. The lens remains implanted. There was no indication that a bacterium inspection was performed. Additional information was received from the surgeon, who reported that the patient's condition is improving. There are two medical device reports associated with this patient. This report is for the left eye.